Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log could not be downloaded because the receiver would not turn on. The reported event of an error icon display was undetermined because of a failed charge and boot test. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an err121 was displayed on the receiver. No additional event or patient information is available. No product or data was not available for evaluation. Confirmation of the error icon and a probable cause could not be determined.